Event description:
It was reported that stent damage occurred. The target lesion was located in the calcified left anterior descending artery. A 38 x 3.50 promus premier select drug-eluting stent was advanced for treatment. However, the stent could not track the lesion and was damaged during the process. The device was removed and the procedure was completed with a different device. No patient complications were reported.